Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a total lap hysterectomy procedure, the tip of the harmonic broke off. It happened outside the body while cleaning the device. Another instrument was used to complete the procedure with no pt consequence.